Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-operatively the patient experienced pocket fluid collection. The cause was unknown. Medication was added as a corrective action. Patient outcome was not provided.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v986836, product type lead; product ID 3387s-40, lot # v986836, product type lead; product ID 37085-60, serial # (B)(4), product type extension; product ID 37085-60, serial # (B)(4), product type extension. (B)(4).

Event description:
Additional information reported the fluid collection was related to the implant procedure and study. The suspected cause was unknown.

Event description:
Additional information indicated the patient was given keflex and the event was still considered open.